Manufacturer narrative:
Date of event estimated. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide referenced is filed under a separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of an extremely calcified common femoral artery was attempted using two proglide devices relative to an interventional procedure. Reportedly, a cuff miss was noticed (when plunger was removed, no suture was seen). An unspecified method was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.